Event description:
It was reported that during a ureteral stenting treatment procedure the string detached. The physician was attempting to place the percuflex ureteral stent and pulled the string and the string detached from the device and came out of the body. Urology removed the device and placed another stent. The patient condition is stated as fine.

Manufacturer narrative:
(B)(4). The unit was not returned by the customer; therefore, no product analysis could be performed. If the unit is returned later, the investigation will be opened in order to address the additional evidence. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).